Manufacturer narrative:
The field service engineer (fse) replaced the sample and reagent probes, replaced the rinse tubing, adjusted the probes, ran a cell blank, checked the sample wash volumes, and checked the vacuum pump. The last calibration was performed on (B)(6) 2020 and was acceptable. The customer's qc was in range before the customer continued with operation. Based on the type of sample tubes the customer uses, the centrifugation spin time is shorter than recommended and the spin type is faster than recommended. No issues were identified during a review of the alarm trace data. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This investigation is ongoing.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for 16 patients with the cobas 6000 c501 module. Refer to the attachment to the medwatch for all patient data. The questionable results were not reported outside the laboratory. The repeated results were deemed correct. The reagent lot number and the expiration date were requested but not provided.